Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a latitude transmission, it was noted that this pacemaker oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced three and a half seconds of asystole. The patient will go to clinic for further review. At this time, this device remains in service. No adverse patient effects were reported data analysis was reviewed by boston scientific technical services (ts) and reprogramming options were recommended.